Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the pacing capture threshold in the rv (right ventricle) was elevated and there was a r-wave amplitude measurement issue. (B)(4).

Event description:
It was reported that within one week post-implant, the right ventricular lead threshold had increased and was high, and r wave measurements diminished. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.